Event description:
The olympus representative reported on behalf of the customer that during preparation for a diagnostic bronchoscopy procedure, the evis lucera elite bronchovideoscope, while being used with the cv-290-evis lucera elite video system center, presented a b30 (scope communication error). The intended procedure was completed successfully with another device. The patient was not under anesthesia, and the delay in procedure time was less than 15 minutes. There were no reports of patient harm associated with this event. The scope was used once per day, washed by hand, and manually cleaned.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed due to a short circuit of the fluid-invaded printed circuit inside the plug that interrupted the electrical continuity. No leakage was detected from the subject scope, and a b30 communication error was reported when it was connected to a processor. Even after drying the endoscope and retesting, the fault could not be eliminated. An additional issue of traces of water ingress left in the light guide connector was identified during the device evaluation. The leakage tester was in poor condition or mismatched, resulting in poor closing of the venting connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to water ingress and corrosion inside the scope connector. The event can be detected/prevented by following the instructions for use which state: 1) "operation manual_ inspection of the endoscopic image". 2) "if air bubbles emerge from the endoscope continuously during the leakage test, do not use the endoscope. Water may enter the endoscope and cause a short circuit. This may result in image sensor damage." 3) "when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage." 4) "when attaching the connector cap of the leakage tester to the venting connector of the endoscope, push on and rotate the connector cap clockwise fully until it stops. If it is not fully and properly attached, the interior of the endoscope will not be properly pressurized and accurate leakage testing will be impossible." 5) "do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.